Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the emergency room. No information about the emergency room visit or blood glucose levels were provided. Symptoms reported at the time of the incident included vomiting. The customer was treated for high blood glucose via hospitalization. The customer reported having multiple insulin pump errors leading to the emergency room event. Troubleshooting for the insulin pump error alarms was provided. Customer stated not feeling well to proceed troubleshooting. No products will return for analysis. Use of the auto mode feature was not provided.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current device measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. However, the motor arm cannot communicate with the main arm error and software error alarm found in the device history due to software error. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.